Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted simple transvesical prostatectomy surgical procedure, the monopolar curved scissors (mcs) instrument would not engage the scissor tip. The procedure was completed with no reported patient injury. Intuitive followed up with the initial reporter and obtained the following additional information: the damage was first observed when the instrument was outside of the patient. The issue with ¿not possible to engage the tip¿ was due to being unable to screw the tip onto the sp instrument shaft; jaw function and movement were not affected.